Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was lightheaded. Noise and sub clavicular crush were noted on the right ventricular (rv) lead. The lead was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.